Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 32/89/120mg/dl on one, and 72/175mg/dl on the other. The differences between the readings fall in the "c" and "e" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Customer was not able to provide the product information. The test strips were to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer did not provide product information, so it was not possible to determine a manufacture date.